Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 01-oct-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pain did not go away pain in my sides, hurts to do anything') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("feel the coils on each side of me"), alopecia ("lost half of my hair"), palpitations ("heart palpitations"), headache ("headaches"), neck pain ("neck pain"), abdominal distension ("bad bloating, look three months pregnant at times"), nausea ("nausea"), asthenia ("weakness"), inflammation ("inflammation"), feeling abnormal ("brain fog"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, medical device discomfort, alopecia, palpitations, headache, neck pain, abdominal distension, nausea, asthenia, inflammation, feeling abnormal, fatigue and depression outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, depression, fatigue, feeling abnormal, headache, inflammation, medical device discomfort, nausea, neck pain, palpitations and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 11-sep-2020. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pain did not go away pain in my sides, hurts to do anything') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("feel the coils on each side of me"), alopecia ("lost half of my hair"), palpitations ("heart palpitations"), headache ("headaches"), neck pain ("neck pain"), abdominal distension ("bad bloating, look three months pregnant at times"), nausea ("nausea"), asthenia ("weakness"), inflammation ("inflammation"), feeling abnormal ("brain fog"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, medical device discomfort, alopecia, palpitations, headache, neck pain, abdominal distension, nausea, asthenia, inflammation, feeling abnormal, fatigue and depression outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, depression, fatigue, feeling abnormal, headache, inflammation, medical device discomfort, nausea, neck pain, palpitations and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (discrepancy noted per pif) quality-safety evaluation of ptc: final assessment, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 11-sep-2020: ppf received: case become incident, essure device were removed, essure removal date were added, reporter was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.